Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Customer received pump reset information from technical support, but was unable to reset the pump at that time. Customer was advised to continue using the pump and to call back if the malfunction code recurred. Customer acknowledged understanding of the instructions.